Event description:
Reporting status: malfunction. Reporting rationale: separated product has caused or contributed to pt injury previously. Device issue: tubing separating from guide wire. It was reported that in the past 4 months the physician has noticed on 2 separate occasions, that a thin, plastic-like tube was coming off of the guide wire. This was observed upon removal of the guide wire from the pt; however, nothing has been left behind in the pt. The guide wires were discarded; however, one of the tubes is being returned for evaluation (represented in case 1). No pt injury was reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident info; however the device was returned for this incident. A piece of returned tubing for case one of this incident was examined and it appears as if the tubing application process may not have been completed properly. Normally, the tubing is heat shrunk onto the guide wire and the tubing takes on the size and shape of the core of the wire. On the returned piece of tubing, it appears as if the tubing is too large. A field discrepancy notification (fdn) was issued to track the mfg investigation and action related to this incident.